Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#:(B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient was unable to power up their recharger. He said he felt his stimulation stop and his recharger wouldn't power on to allow him to charge. Then he stated he met with his representative today who looked into it and told the patient something must be damaged in the desktop charger (dtc). The patient mentioned the box on the dtc would get really warm too. Their symptoms were that they felt their stimulation stop. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) revealed that it had broken, bent connector pins. If information is provided in the future, a supplemental report will be issued.